Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for reverse oblique type fractures of proximal femur. Since it was an unstable fracture, the patient had been left with no load after the surgery, but internal inversion pseudoarthrosis occurred. On (B)(6) 2022, the revision surgery was performed. In the revision surgery, all the implants used in the initial surgery were removed and a bipolar hip arthroplasty (bha) was performed with the non-synthes products. The revision surgery was completed successfully with no problems. Regarding the cause of nonunion, the surgeon commented that it was caused by insufficient fixation of the fracture site. This report is for a locking screw. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for reverse oblique type fractures of proximal femur. Since it was an unstable fracture, the patient had been left with no load after the surgery, but internal inversion pseudoarthrosis occurred. On (B)(6) 2022, the revision surgery was performed. In the revision surgery, all the implants used in the initial surgery were removed and a bipolar hip arthroplasty (bha) was performed with the non-synthes products. The revision surgery was completed successfully with no problems. Regarding the cause of nonunion, the surgeon commented that it was caused by insufficient fixation of the fracture site. This report is for a locking screw. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history: part # 04.005.526s, lot # 8l37974, manufacturing site: werk selzach, release to warehouse date: 13 jul2021, expiration date: 01 jul2031. Supplier:(B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 04.005.526, lot: 246p417, manufacturing site: mezzovico , release to warehouse date: 07 jul 2021. A manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.